Event description:
Litigation alleges pain, discomfort, implant loosening and high metal ion levels.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/19/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (confirmed by labs), and metal stripping on the femoral head. No loosening was noted. It should be noted that the patient had a ceramic head, not metal. The unknown depuy device is being changed to a stem and part/lot is being updated. The complaint was updated on:12/4/2015.